Event description:
It was reported to philips that the unit would intermittently indicate that the pads would need reconnection and subsequently drop the ECG reading. The alleged failure was observed while the device was in use on a patient, however, no adverse patient impact was reported by the customer.